Manufacturer narrative:
(B)(4). Results/conclusion: (aneurysm and vessel morphology are unk, unk cause of endoleak). (Endoleak).

Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 65 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that approx 1 month ago, the pt returned for a secondary intervention due to a type 3 endoleak that was originating from the flow divider. The decision was made to implant a talent converter and an occluder to resolve the endoleak; however, the pt had a yeast infection which needs to be addressed. No additional info was provided.